Event description:
It was reported that stent damage occurred. This 2.25 x 24mm synergy xd was used for a procedure and the distal part of the stent strut was damaged while inside the patient. The procedure was completed with a different device with no patient injury.